Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that they performed a lens explantation with corneal edema and hyposphagma in the postoperative period. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Follow up attempts were made. At this point, no further information available at this time. The file will be reopened if additional information is provided or the sample is received. The manufacturer internal reference number is: (B)(4).